Event description:
Baxter (B)(4) received a report that the coiled tubing inside the housing of an infusor became tangled during filling. The device was being filled with a solution containing bupivacaine hydrochloride. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: upon further review by baxter personnel, the root cause of the confirmed tangled coiled tubing was determined to operator error during the manual assembly process, which led to an incorrect amount of coiled turns on the unit. Manufacturing awareness training was conducted for all applicable personnel to address this issue.

Manufacturer narrative:
(B)(4). Additional narrative: this device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 100 ml of fluid in the reservoir. The reported condition of tangled coiled tubing was confirmed. Visual examination noted the coiled tubing tangled and stuck between the housing and the volume indicator. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.